Event description:
It was reported that after inserting the aortic cannulae on the pt and draining the blood, the curve tip separated with the cannula body. No pt complications were reported.

Manufacturer narrative:
Product is expected to be evaluated; however, it has not been received by the evaluation laboratory at this time.